Manufacturer narrative:
An event regarding instability involving an unknown triathlon insert was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: clinician review: a review of the provided medical records by a clinical consultant indicated: patient underwent primary right total knee arthroplasty in 2009 that failed in 2011, with lysis of adhesions and poly exchange. That revision surgery failed again due to loosening and the patient had another revision in 2013. That surgery also failed due to loosening. I can confirm that the events occurred since I was able to review the operation reports, office notes and I reviewed pre op and post op x-rays. Regarding the possible root cause of this event, I cannot determine this for certain. I don¿t see any abnormality with the implants. Loosening is a well-known complication. Operative technique, soft tissue balancing and cementing technique are key in the longevity of a total knee replacement. Failures in revision and re-revision surgery can also be attributed to surgical technique and prosthetic selection (augments, gap balancing, restoration of joint line, etc. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported that the patient's knee was revised due to painful and unstable knee. The triathlon 13mm cs insert was revised with a triathlon 16mm ts insert. The event was confirmed via clinician review. The exact cause of the event could not be determined. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that; after revision surgery, patient states that he continues to experience pain and swelling on left knee. Patient has had bone scans and is currently following up with surgeon as he states his knee feels loose. *update on 16-aug-2021: this pi is for the second revision on (B)(6) 2013. Per medical review, "the patient underwent a second revision on (B)(6) 2013 with a diagnosis of a painful unstable left total knee arthroplasty. [...] At surgery they found that the femoral component was slightly elevated anteriorly and may have resulted in narrowing the patellofemoral space. They removed the femoral component there was some bone loss laterally and anteriorly and posteriorly, they found on the medial side the posterior condyle had not been fully resected and they downsized to a size 4. The tibial component was also loose. The patella had a scratch on it and they removed it. [...] They then cemented a triathlon size 4 universal base plate and cemented a triathlon x3 symmetrical 9 mm thick patella. They used a size 4 ¿ 16mm total stabilized poly insert. "